Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 8 (sep8). During the procedure, the physician experienced slight resistance early in the case while using the sep8 through an indigo system aspiration catheter 8 (cat8) and a non-penumbra sheath to remove thrombus. After removing thrombus, the physician noticed that the sep8 bulb had broken off the wire and lodged in the patient's right distal pulmonary artery. The physician attempted to retrieve the sep8 bulb by aspiration and with a snare, but both attempts were unsuccessful; therefore, the sep8 bulb was left in the patient. The physician believed that the sep8 bulb would not cause any further risk to the patient and the procedure was ended at this point. There was no report of an adverse effect to the patient.